Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2014-21740, reference MFR. Report: 1627487-2014-21741. The patient (B)(6) received four peripheral (off-label) leads, two of which belong to the same lot number. It was reported the patient experienced intermittent stimulation. The patient also reported an increase in stimulation upon touching the lead sites. Reprogramming was unsuccessful as the patient continues to experience ineffective pain relief.